Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was not used due to inability to move the helix in or out. It was also reported that this lead was exhibiting a high, out of range shocking impedance measurement. No adverse patient symptoms were reported.